Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the up arrow, down arrow, and ok buttons were under responsive with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: during the investigation, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive. Investigators were unable to verify further testing steps, and were unable to adequately investigate the reported ¿tactile changes¿ complaint. The pump¿s cover was removed, and further moisture corrosion was found to the display screen and to the power printed circuit board. The keypad rubber was undamaged. The keypad cover was removed, and no contamination or damage was found to the key¿s contacts.